Event description:
During incoming inspection, the new multifunction cable (mfc) gave an inappropriate paddle fault message. When another mfc cable was used, the paddle fault message did not appear. Complainant indicated that there was no patient involvement in the reported malfunction.